Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported multiple alarm 22s but did not observe any issue with the button itself. There was no adverse impact to the customer's blood glucose level. The customer reset the pump to resolve the issue.